Manufacturer narrative:
This bipap a30 device was manufactured on (B)(6) 2012 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted dust/dirt contamination, the unit doesn't power on, and unable to extract information from the device cause. Due to the issue, the printed circuit assembly (pca) will need to be replaced. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.